Event description:
The patient reported a comparison on the surestep meter to a hcp (dialysis center) meter with results of 92 mg/dl and 149 mg/dl, respectively, one hour apart. The pt reports being very thirsty, however, made no allegation of harm. The meter is not cleaned according to manufacturer's recommendations and the test strips were expired.